Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported out of regulation (oor) error code displayed on the patient programmer (pp) when the patient was checking the implantable neurostimulator (ins) status. The ins was still on and functioning, but output may be slightly lower than programmed. The patient was able to navigate away from the oor message and was still receiving therapy. There were no falls or trauma that could be related to this event. Programming mode was voltage. Therapy impedances were ran at 3v and high impedances were found, >4,000 ohms. During the report the amplitude was decreased, pulse width increased, and rate decreased in an attempt to resolve the oor; it was unknown if it was successful. It was further stated that the rep was going to lower the amplitude a bit since the patient was still getting therapy. No symptoms reported. Additional information was requested to find out if any intervention or actions were taken to resolve this event. If additional information is received, a follow up report will be sent.